Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It is reported that a customer experienced high blood glucose of 545 mg/dl. The customer was treated for the high blood glucose with a manual injection. The customer had issues with their sensor. The customer was assisted with trouble shooting and was informed that the sensor had to be replaced. The customer was sent a new sensor. No further information was provided.